Event description:
This lead was implanted on (B)(6) 2008 and remains implanted up to this date. A red alert detected on (B)(6) 2013 states that this lead has high right ventricular pacing impedance. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).